Event description:
A customer contacted beckman coulter inc. (Bci) regarding falsely high phosphorus (phosm) results generated by the unicel dxc 800 pro synchron clinical systems for multiple patients. The results were reported out of the lab. The specimens were re-tested and lower result were obtained. Patient treatment was not affected in connection with this event.

Manufacturer narrative:
Phosm qc had been erratic the previous day. The customer was instructed to bleach the cup and do a lamp calibration. This routine maintenance resolved the issue. Service was not dispatched for this event. A clear root cause for this event has not been determined.